Event description:
It was reported that patient with a lead experienced perforation and cardiac tamponade with no pericardial effusion observed which was confirmed via fluoroscopy. There is no further information provided. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.